Event description:
It was reported that this right atrial (ra) potentially exhibited loss of capture (loc). Technical services (ts) was consulted and noted an increase on the right atrial automatic threshold (raat) test. Ts could not confirm capture on the presenting electrogram (egm) and suggested to performed an in-clinic testing for this ra lead. No adverse patient effects were reported. This ra lead remains in service.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.